Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had ventricular tachycardia (vt) an episode where therapy was inappropriately withheld by onset discriminator because the implantable cardioverter defibrillator (ICD) categorized as supraventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.